Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 356 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime and insulin did exit and pump alarmed no delivery. After customer took out and reinserted reservoir and ran another manual prime, insulin did exit. Customer was advised that insulin pump was working as designed and that no delivery was caused by set / reservoir occlusion. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.